Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a aneurysm. It was reported that, approximately four years and eleven months post index procedure, the patient experienced kidney failure. No intervention was reported to have occurred and the event was not resolved. The investigator assessed that the event was related to the procedure but not related to the device. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.